Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned for evaluation because it was discarded by the hospital. No patient history has been provided. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, it is most likely the ring explant was due to a failed valve repair, which is not due to a malfunction of the device. A response from the health care provide has indicated the ring had dehisced due to patient and procedure related issues and not due to a malfunction of the ring. No additional information has been provided. Without additional information provided by the health care provider, we are unable to confirm the clinical statements provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 26mm mitral annuloplasty ring, implanted approximately two (2) months and nineteen (19) days, was explanted due to regurgitation/insufficiency and dehiscence. The explanted device was replaced with a 7300tfx 27mm mitral pericardial valve.